Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the customer experienced air bubbles. It was stated that they had used several boxes of infusion sets and reservoirs and problem persisted. Insulin was stored in the refrigerator but taken out 8 hour prior to use. The air bubbles would not occur during filling but as the days go by. The blood glucose level at the time of the incident was unknown. Troubleshooting was performed; customer seemed to be following the proper filling process and no insulin leaks were found. The insulin pump passed the high pressure test and self-test. It was advised that a representative visit would be requested. The product will not be returned for analysis.